Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found enclosure dirty and scuffed, pole clamp dirty, drain fitting rusted and line cord old and worn. Device was filled with water, temperature check attached and powered on. The complaint was confirmed as a broken power switch. The problem source was determined to be unknown. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
It was reported the device was not turning on. No patient injury or complications were reported in relation to this event. Additional information was received on (B)(6) 2020 indicating that the product problem was observed prior to patient use.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported the device was not turning on. No patient injury or complications were reported in relation to this event.